Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer's experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. In addition, diagnostic imaging confirmed a partial migration of the active electrode out of cochlea. However, to determine an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user is unable to hear with the device and is experiencing a headache. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is unable to hear with the device and is experiencing a headache.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. In addition, diagnostic imaging confirmed a partial migration of the active electrode out of cochlea. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user is unable to hear with the device and is experiencing a headache. The user was re-implanted.